Event description:
The complainant reported loss of placement signal during use of the device. Use of the device continued via monitoring motor current and flows.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The 5s pattern in the logs during the time that the ps spikes to 3000 is consistent with a damaged fiber line. A visual inspection of the pump revealed a bond issue at the catheter to kink protector bond. The cause of the optical signal issue was a damaged optical fiber line in the red handle caused by the bond issue at the catheter to kink protector bond. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Manufacturer narrative:
H6: investigation findings, corrected the code based on the results of the investigation.